Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was adjusted, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the venturi system is a scavenging system for waste gas, not a suctioning system for fluid suctioning. The issue was with the scavenging system, not the fluid suctioning system as previously reported. This is not a reportable malfunction.